Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the user powered on the device and selected resume previous programming which was a heparin infusion at 10ml/hour. The user noticed approximately 3 hours later the infusion was running at 11ml/hour and not the intended 10ml/hour. There was no patient harm reported by the customer.

Manufacturer narrative:
The customer¿s report of infusion rate higher than intended was confirmed. Physical inspection noted the device to be in fair condition. Analysis of the pcu event log shows the source pump module device was powered on (B)(6) 2015 9:27pm. Two minutes later, an unknown drug (drug amount 25000 units diluent volume 250ml ¿ believed to be heparin) was programmed to infuse at a rate of 10ml/h and vtbi of 140ml with the primary volume infused listed as 0ml. On (B)(6) 2015 5:24am and 5:35am, the device alarmed for infusor_occluded_patient_side; however the infusions were able to be restarted. At 5:36am, the device's channel off key was pressed (primary volume infused listed as 80.754ml) which powered off the pcu. At 6:01am, the pcu was powered on and one minute later, the device's infusion was restored; however the pcu device's arrow up key was pressed which increased the rate to 11ml/h prior to the infusion being started. At 9:21am, the rate was changed to 10ml/h (primary volume infused listed as 117.184ml). Further review of the log shows the infusion continued with both rate and vtbi programming changes made until the device was powered off at 6:40pm for a primary volume infused listed as 215.691ml. The next time the pump module had an infusion programmed was on (B)(6) 2015 12:49am with the infusion values listed at a rate of 75ml/h and vtbi of 1000ml. The root cause of the customer¿s report was identified as due to user programming.